Event description:
It was reported that a female who underwent a breast augmentation primary with an unknown mentor silicone prosthesis experienced unknown-sided capsular contracture grade unknown post procedure. The issue was diagnosed through office examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the side is unknown, mentor decided to report both lots mre: a manufacturing record evaluation was performed for the finished device 7635031 number, and no non-conformances were identified. Manufacturing date: sep/24/2018 expiration date: sep/23/2023 a manufacturing record evaluation was performed for the finished device 7636244 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).